Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Deflection issue. During the procedure, catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-feb-2026 observed a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 18-feb-2026 and have assessed this returned condition as reportable.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 16-feb-2026. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed a hole in the surface of the pebax. A deflection test was performed, and the device was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The hole in the pebax observed during the analysis is unrelated to the issue reported by the customer. The potential cause of the pebax damage could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿deflection issue¿. Investigation findings: chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of a ¿hole in the surface of the pebax¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).